Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: a crack near the case seal of the battery compartment was observed. Pump powers on normally with vibratory and audible sounds. Ezprime sequence completed with no errors. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd. Pump successfully passed a 29hr flow accuracy test. A 1.0u/hr basal program was executed in the pump for a 24hr duration period; no alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.